Manufacturer narrative:
The customer¿s report of a dilaudid over-infusion was confirmed in the device event logs. Visual inspection of the devices noted no damage or any anomalies. Analysis of the pcu event log indicated that on (B)(6) 2015 at 7:08pm the pca module was programmed with the initial selection of hydromorphone high (50 mg/50 ml), then cancelled and reprogrammed for hydromorphone (10 mg/50 mls). The pca dose was programmed for 1mg, which equaled 5 ml of drug. From 7:08pm on (B)(6) 2015 until 5:54pm on (B)(6) 2015 a total of 4 syringes were infused. The pca was then reprogrammed to infuse hydromorphone (50 mg/50 ml). The pca dose remained at 1mg, however the volume per dose changed to 1ml. The root cause of the customer¿s report was determined to be user programming.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the pca was programmed for the dilaudid 0.2mg/ml concentration therapy versus the actual drug concentration of 1mg/ml between (B)(6) (0900) and (B)(6) (1145). The dilaudid syringe was mixed 50mg/50ml and programmed for demand-only (1mg dose, 15 minute lockout), with a 4mg 1-hour limit. The customer reported no patient harm and no medical interventions; the patient had a history of chronic pain.